Manufacturer narrative:
The lead and device remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead reported hearing beeping tones from the device. At the device check, it was noted the shock impedance measurements had been increasing. There were no issues noted with the rate/sense measurements during isometric testing. No adverse patient effects were reported. A memory download was performed and provided to boston scientific technical services (ts) for review. A ts consultant discussed that the shock impedance measurements have been gradually rising since implant. This is potentially indicative of a change in patient condition and a single coil lead; however, a lead integrity issue cannot be completely ruled out. Additional troubleshooting was discussed.

Manufacturer narrative:
The lead and device remain in service with no changes planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was later reported that the value for the shock impedance measurement alert was increased to 150 ohms and no further alerts have been recorded. No noise or changes in impedance measurements were produced during the troubleshooting. The clinician believed the patient will continue to be monitored for the shock impedance measurements, due to the patient's complicated history. No adverse patient effects were reported.